Manufacturer narrative:
Philips received a complaint on the m4735a (heartstart xl defibrillator/monitor) indicating that the device had a black screen. Results of functional testing indicate reconnecting the dc cable resolved the black screen. The device returned to full functionality. The device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was a loose connection. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Results of functional testing indicate reconnecting the dc cable resolved the black screen. The device returned to full functionality. The device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was a loose connection. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a black screen. There was no patient involvement.